Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient(B)(4).

Event description:
Treatment of a large unruptured aneurysm measuring 16mm x 11mm in the cavernous segment of the right ica (internal carotid artery). During the procedure, it was reported that angioplasty with a sceptor balloon was performed to improve vessel wall apposition on the middle segment of the pipeline (an option presented in the instructions for use, u.s.). The procedure was completed successfully with good immediate angiographic results (eclipse sign). No patient injury was reported as a result of the procedure.